Event description:
Customer reported via phone call to have received a no delivery alarm and a button error alarm. Customer's blood glucose was 169 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However, the insulin pump had slight moisture damage on keypad traces. No button error alarms noted. The keypad connector was inspected and no anomalies noted. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. No unexpected no delivery alarms noted. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.